Event description:
It was reported that a foreign material adhered to the posterior surface of the preloaded monofocal intraocular lens (iol) during implantation. The foreign material was removed with irrigation and aspiration (ia). The account indicated that there seemed to be a trace of whitish turbidity like chipped marks near the tip of the cartridge. Through follow-up, we learned that the preloaded device was set by the assistant physician and balanced salt solution from a different manufacturer was used. The device was prepared according to the instructions for use. No further information was provided.

Manufacturer narrative:
Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. An attempt has been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9 - device available for evaluation? Yes. Section d9 - date returned to manufacturer: march 31, 2025. Section h3 - device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification was performed on the suspect product. No damage was found to the cartridge or cartridge tip. The handpiece and plunger rod were evaluated, and no issues were observed. A white substance was identified in the tip of the cartridge. Fourier transform infrared (ftir) analysis of the white substance revealed that the material is consistent with sodium hyaluronate. The ftir spectrum raw data output file generated was compared against the manufacturing process ftir library and did not yield any results with at least a 0.90000 correlation. No further evaluation was performed. The complaint issue "cartridge tip cracked/damaged" could not be confirmed during product evaluation; however, the complaint issue "foreign material - loose" was identified during product evaluation. Based on the complaint investigation results, the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.